Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the patient had another infusion set that was removed from the back of the arm on (B)(6) 2025. The cannula was missing again. It was further reported that the set change was completed on friday but forgot to remove the site that was inserted on monday. The patient underwent outpatient surgery to have the broken cannula removed from under the patient¿s skin. One cannula was removed from the patient¿s arm.